Event description:
It was reported that during a procedure with a farawave catheter and farastar console to treat atrial fibrillation (a fib). It was reported there was a problem with the console when generating power. The procedure was cancelled. No patient complication was reported. It is unknown if the generator is available for return. It was further confirmed (via gfe) that the farastar generator was not delivering energy and could not be rebooted. The catheter was replaced, but issue persisted. Due to this, the procedure was cancelled.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. The catheter was then deployed to flower without difficulty. The device was functionally tested by connecting the catheter to a known good farawave cable and a known good farastar console. Multiple ablations were performed successfully, and no abnormalities or errors were observed during testing. No abnormal sounds were noted coming from the handle of the catheter. No electrical issues were identified with the device, as the catheter successfully passed continuity and ablation testing. The device passed all testing, no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that during a procedure with a farawave catheter and farastar console, the catheter malfunctioned. There was a problem with the console during power generation. The procedure was cancelled. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure with a farawave catheter and farastar console, the catheter malfunctioned. There was a problem with the console during power generation. The procedure was cancelled. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that the farastar generator was not delivering energy and could not be rebooted. The catheter was replaced, but issue persisted. Due to this, the procedure was cancelled.